Event description:
The user facility reported that water was leaking from underneath their reliance washer. The water reportedly spread from underneath the washer to the front of the washer. No procedural delays/cancellations or injuries were reported.

Manufacturer narrative:
A steris service technician inspected the unit, ran a test cycle and found a small leak coming from the ½ inch air vent hose pump. The technician reported when the test cycle had completed, approximately ¼ cup of water had accumulated. The technician tightened the hose clamp on the hose connection, ran two test cycles on the unit and confirmed that the unit operational and did not leak. The washer was installed in (B)(4) 2012 and is not under a steris preventive maintenance service agreement. The hospital is responsible for performing periodic preventative maintenance. The reliance synergy operator manual, table 4-1, states: "preventative maintenance guide: 4.0 routine maintenance: verify hose clamps are tightened securely." The operator manual recommends that all hose clamps should be inspected to ensure they are tightened securely a minimum of 4 times per year.